Event description:
The customer reported the device failed the high pressure leak test with an audible oxygen leak immediately upon beginning testing. There was no patient involvement.

Manufacturer narrative:
Biomedical engineer reported that he replaced the o2 solenoid valve to address the oxygen leak. He also reported the device successfully passed performance specification test upon valve replacement.